Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer did not return any product. No information was provided in the complaint that would point to a cause for the result discrepancy. Since no product was returned, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4), compared to a laboratory using an unknown method. The patient was tested on (B)(6) 2018 using the meter with a result of 2.5 inr. Later that same day, the patient¿s laboratory results were 1.97 inr. The patient was tested on (B)(6) 2018 using the meter with a result of 3.2 inr. Later that same day, the patient¿s laboratory results were 2.2 inr. No therapeutic decisions were made based on any results. The patient's therapeutic range is 2.5 ¿ 3.0 inr. No adverse event occurred. The patient had no signs of bleeding or bruising and is feeling ok. The patient is not anemic or polycythemic, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors or heparin and has not been ill or on new medications. There is also no change in the patient¿s diet. The sample was obtained within 15 seconds of lancing the finger directly. The patient strips are stored at room temperature and were not handled with wet hands. The test strips were used within 10 minutes of removal from the vial. The meter and strips were requested for investigation.